Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope's biopsy port was disconnected. The malfunction occurred during inspection for use and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of a disconnected biopsy port was confirmed. During the device evaluation, the following additional reportable malfunctions were identified: a chip on the acoustic lens; failure to display an image due to breakage of the image guide bundle; dirt and contamination on the control unit, charge-coupled device (ccd) unit, and scope connector resulting from water leakage; and corrosion on the electronic and ultrasonic connectors and switches. Based on the results of the investigation, the most probable cause of the reported failures was determined to be expected or random component failure resulting from part deterioration, deformation, or physical stress, with no design or manufacturing issues identified. Should additional relevant information become available, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer